Manufacturer narrative:
The device was not returned for evaluation. An engineering analysis found a potential manufacturing discrepancy where the process adhesive could potentially bridge two solder pads within a voltage divider on the ac input pcb which could trigger the overvoltage protection of the acpa and make it enter a reset loop. This causes the acpa to not be able to power the device or charge the batteries. A replacement acpa was provided to resolve the issue.

Event description:
A customer contacted stryker to report that their device would intermittently not respond to on button presses when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would intermittently not respond to on button presses when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.